Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt, the device failed to issue speech prompts as per the reported fault. This was attributed to a failure of crystal y4. The fault could not be replicated after replacing y4. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not correctly power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not correctly power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.